Manufacturer narrative:
Report was initially submitted on october 23 2015, but the FDA site was down. Advised by FDA on december 2, 2015 to resubmit medwatch. Additional patient information: patient height (B)(6). Date of symptom onset is unknown; however, the patient reported the issue during a follow up visit on (B)(6) 2009. This report is for one (1) unknown medium 5mm prodisc-c implant. Without a valid part and lot number, the UDI number cannot be generated. It is unknown if the implant has been (or will be) explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via prodisc-c clinical study that patient (B)(6) was implanted with a medium 5mm prodisc-c device at c6-c7 on (B)(6) 2005. There were no intraoperative complications noted. The patient was discharged to home on (B)(6) 2005 with no known complications. The date of disposition for this clinical study was (B)(6) 2012. The patient experienced the following adverse events post-operatively: reported (B)(6) 2009: sensory-neuro deterioration with neck stiffness and decreasing sensation in the last three (3) fingers of the right hand. Reported (B)(6) 2008: mild neck stiffness. Patient has late onset ankyloses at the index level (far greater than any non-operated level). This report will address the sensory-neuro deterioration that was reported during a follow up visit on (B)(6) 2009. This report is for one (1) unknown medium 5mm prodisc-c implant. This report is for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of decreasing sensation last 3 fingers, right hand. The severity is noted as mild, and the numbness is non-index level related. The investigator notes there was no implant involvement. The course of action is to monitor the patient. In addition, it is the professional opinion of the investigator that the event is "definitely not" related to the implants. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of decreasing sensation last 3 fingers, right hand. The severity is noted as mild, and the numbness is non-index level related. The investigator notes there was no implant involvement. The course of action is to monitor the patient. In addition, it is the professional opinion of the investigator that the event is definitely not related to the implants. If additional information becomes available, this determination should be re-reviewed by a clinician.